Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. A visual inspection of the returned electrode pads confirmed evidence of arcing. Review of the device activity log showed a significant difference between the patient impedance and the defib impedance. This is an indication of poor electrode pad contact to the patient's skin. The insturctions for use warns: poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads smoked and a crackling noise was heard. Complainant indicated that the patient did receive burns (no indication of the degree) and subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads smoked and a crackling noise was heard. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.